Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up appointment, this right ventricular (rv) lead was found to have elevated thresholds. An x-ray was performed but dislodgement was not visualized. The physician suspected a micro dislodgement. The lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.